Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm occurring around midnight was confirmed. The provided information indicated that the serial number of the system controller is (B)(4) and the serial number of the backup battery is (B)(4). A review of the device history records revealed that the backup battery was manufactured on 03oct2016; therefore, the backup battery would be expired as of 04oct2019 and a backup battery fault alarm would be activated at midnight. Furthermore, the device history records showed that the system controller has an older main software version which presents the backup battery fault associated with the backup battery being expired with an audio/visual alarm on the system controller. This issue has been fixed via an update to the software so that the backup battery fault alarms associated with the backup battery being expired are only presented with a banner on the system monitor. A request was made to obtain the log files associated with this event; however, additional information provided stated that there are no log files available for this event. The account also communicated that the issue was resolved. No equipment was returned for evaluation. The heartmate 3 lvas instructions for use (IFU) and patient handbook states that the backup battery has a limited lifespan of 36 months from the manufacture date. Therefore, it may be necessary to install a replacement backup battery if the current one expires, or if prompted by a backup battery fault alarm. Furthermore, the IFU informs the hospital staff to use the system monitor to check the expiration date and battery usage of the backup battery. The IFU informs the user of how to view the backup battery information on the system monitor information, including the number of months left until the backup battery will need to be replaced. The root cause of the reported event was determined to be the backup battery being used past the expiration date. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was at home around mid-night when the controller yellow wrench started to flash with the alarm saying that was an error with the backup battery of the heartmate 3 controller. The patient was instructed to go to the hospital in the next morning. At this time, the vad coordinators changed the 11 volt lithium-ion backup battery and requested a new one. The vad coordinator connected the patient to the power module and checked the internal battery status and also the one from the backup controller. The "damaged" battery that was replaced was dated (B)(6)2016. It had 3 years at the moment of the alarm. The backup battery was exchanged and would not be returned for evaluation. The patient was reportedly stable and no other treatment was planned.